Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate and remained static. Reportedly, customer used cold insulin to fill cartridge. Customer¿s blood glucose was 377 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin therapy.